Event description:
During testing at the user facility, the tip of the forceps broke. There were no adverse consequences related to this event.

Manufacturer narrative:
The device was scrapped at the account. Product not returned for evaluation.

Event description:
During testing at the user facility, the tip of the forceps broke. There were no adverse consequences related to this event.

Manufacturer narrative:
Corrected data: device expected to be returned.

Event description:
During testing at the user facility, the tip of the forceps broke. There were no adverse consequences related to this event.